Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the membrane in expiratory cassette has been concluded as the source of the issue. The membrane has been replaced to resolve the issue. Expiratory cassette membrane is an article of consumption. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. The issue was decided to be reported based on available information (without logs or determined faulty parts) as the reported issue may have underlying causes that may affect essential functions. In the further process of complaint handling the information received indicated that the issue was related to faulty expiratory cassette membrane. It was determined that investigated faulty expiratory cassette membrane did not cause or contribute to death, serious injury or medical intervention to prevent harm. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).